Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a failure of the cardiac resynchronization therapy defibrillator (crt-d) caused the patient's death. Additional information related to the cause of death was requested. No further information was reported.